Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This device is designed to display error e116 when the cpu / gpu fan is not responding. Therefore, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -temporary cpu / gpu fan failure. -temporary poor contact of fan cable connector. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(6) and found followings; the reported event was not reproduced. There were some dust as usual due use. There was no damage to the printed circuit board. Olympus (B)(6) suggested replacing the harness cable in the device as a precautionary measure. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
An olympus warehouse employee reported that when the device was powered on, error 116 occurred. When the power was turned on again after a while, the logger did not appear. Error 116 occurred only once. The customer did not report such an error and notified that there was no problem during use. There was no report of patient injury associated with this event.